Event description:
The customer reported the left monitor was not displaying the fluoroscopy (live) image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was ordered. No conclusion can be drawn as repair information is unavailable.